Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A visual inspection found a missing distal outer tube keel, distal tip damage, sidearm damage, scratches on the needle, and residue on external optical surfaces. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Per case details, the tip was retrieved from the patient. Should any additional clinical information be provided this complaint will be re-evaluated. The instruction for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A complaint history review concluded this was an isolated event. A review of the customer images confirmed the product information. The images showed internal components of the scope had separated from rest of the device. A risk management review found that the reported failure was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with an unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy, part of the tip came off from the scope and fall off inside of the patient. The piece was removed from the patient. The procedure was successfully completed with ninety minutes of delay using a back-up device. No patient complications were reported.